Manufacturer narrative:
(B)(6). Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2010, inratio: 3.5, lab: 2.9. No other pt information provided.